Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate the balloon during pretest.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation noted one unused silicone catheter with no original packaging present. No obvious visible defects were noted. The balloon was inflated with 10ml of a methylene blue and water solution with no resistance noted. No lumen to lumen leakage was observed, and no leaks along the shaft or around the catheter balloon were observed. Concentricity was noted to be 70:30. 10ml of solution was passively deflated with no cuffing or ridges noted. The inflation notch was observed to be fully perforated. The active length of the balloon was measured (0.6040") and was found to be within specification (0.6" - 0.9"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities."

Event description:
It was reported that it was difficult to inflate the balloon during pretest.